Manufacturer narrative:
Additional information provided in g.1., g.2., and h.10. There are a total of 27 reported devices being scratched. Updated findings report: there were nine cases with a method code of testing of actual/suspected device. There were 18 cases with a method code of device not returned. There were nine cases with a results code of operational problem identified. There were 18 cases with a results code of no findings available. There were nine cases with a conclusion code of cause cannot be traced to device. There were 18 cases with a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., and h.10. Updated investigation findings report: there were 21 cases with a result code of no findings available and conclusion code of cause not established. There were six cases with a result code of operational context and conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was/were 9 cases with a method code of testing of actual/suspected device. There was/were 18 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
5 samples were returned. 22 samples were not returned. There were 22 cases with a result code of no findings available and conclusion code of cause not established. There were five cases with a result code of operational context and conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 27 </noe> malfunction reports of scratched intraocular lens (iol). The reported patient ages range from unknown to 76 years. There were four female patients, six male patients, and 17 unknown gender.